Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure and did not set their ipg to surgery mode prior to the procedure. After the procedure, communication was unable to be established. Troubleshooting steps were performed and therapy was restored. This is a possible service app recovery.